Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had irritation and a rash near the adhesive. Patient claimed that he first got rashes in (B)(6) . Patient claimed that after wearing the sensor for 6 days he has small blisters on his belly. Patient went to the dermatologist on (B)(6) 2014 and the doctor recommended a topical cream to help with the itching. There is no scarring or disfigurement.